Manufacturer narrative:
One hotline 3 fluid warmer 115v, was received in heavily used condition. The device was observed to be leaking from the water reservoir due to a cracked tank cover. An interlock switch, alarm test switch, and a float switch test were all performed. There was no audible alarm after these tests. A test board was then used to perform all the relevant audible test. All the tests passed after this. The main pcb part (number 7012091) was found to be the faulty component in the end. The customer reason for the product return was therefore confirmed.

Event description:
User facility requested repair of a fluid warmer system due to "no audible alarm". No patient details were provided.